Manufacturer narrative:
Date of event - estimated. The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. Date of implant - estimated. The location of the stent is unknown. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that approximately 2 years ago, a supera self-expanding stent was successfully implanted with no issues. Approximately 30 days after implantation, the patient had knee replacement surgery. A tourniquet was used, and at some point, a bleeding complication occurred. Four units of blood were given. Sometime later the stent was reported to have collapsed and the patient had a below the knee amputation. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. The reported patient effects of occlusion and surgical procedure (amputation) are listed in the supera instructions for use IFU) as known potential patients effect associated with the use of the device. Based on the case information, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The surgical procedure and hospitalization were related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.b3: date of event; d6: date of implant.

Event description:
Subsequent to the previously filed medwatch report, the following information was received: on (B)(6) 2017, the right superficial femoral artery (rsfa) was noted to be 85% stenosed, but no treatment was performed. On (B)(6) 2017, the rsfa was noted to be 75% stenosed and after the entire artery was pre-treated, a 6x100mm absolute pro was implanted in the rsfa. On (B)(6) 2018, the rsfa was noted to be 80% stenosed distal to a previously implanted stent, but no treatment was performed. On (B)(6) 2018, three stents were implanted proximal and distal to previously placed stents in the rsfa. (5.5x120mm supera, 5.5x100mm supera, 6x100mm absolute pro). Approximately 30 days after implantation, the patient had knee replacement surgery. A tourniquet was used, and at some point, a bleeding complication occurred. Four units of blood were given. On (B)(6) 2018, the rsfa was noted to be occluded and a supera stent was identified as occluded. The stent was explanted and upon examination, appeared intact, but occluded. An above the knee amputation was then performed. No additional information was provided.